Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels displayed as "high"; however, specific value was not provided. Suspected cause was due to the customer¿s settings being adjusted by their healthcare provider. A manual injection was administered and a supply changed was done to address bg. Reportedly, the customer was hospitalized on (B)(6) 2025 due to ongoing bg levels. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.